Manufacturer narrative:
Additional information was received that the patients symptom of feeling a bone sticking out from his spine was not device related, this was a scar tissue.

Event description:
A report was received that the patients scs system was no longer helping his right leg. It was also reported that the patient feels a bone sticking out from his spine and was unknown if it was device related. No further information could be obtained.

Event description:
A report was received that the patients scs system was no longer helping his right leg. It was also reported that the patient feels a bone sticking out from his spine and was unknown if it was device related. No further information could be obtained.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patients scs system was no longer helping his right leg. It was also reported that the patient feels a bone sticking out from his spine and was unknown if it was device related. No further information could be obtained.